Event description:
It was reported that there was temperature problem in an arctic sun device, not cooling and not heating when needed. Per review of wo on 19jul2023, device was used on patient. Per follow up information received via email on 19jul2023, the device be sent in for a bd-approved facility for evaluation. The issue was not yet resolved. Not known what was done to repair and did not know about any patient information. The device was not responding on temperature command.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Temperature problem, not cooling. Chiller tank empty, t4 21.5c. Replaced mixing pump. Reported heating issue was not reproduced during evaluation. Device passed calibration and all testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was temperature problem in an arctic sun device, not cooling and not heating when needed. Per review of wo on 19jul2023, device was used on patient. Per follow up information received via email on 19jul2023, the device be sent in for a bd-approved facility for evaluation. The issue was not yet resolved. Not known what was done to repair and did not know about any patient information. The device was not responding on temperature command.